Event description:
It was reported that during a coiling treatment procedure, a coil detached prematurely inside the patient and migrated. The target vessel was the moderately tortuous inferior mesenteric artery (ima). Another manufacturers' 5f catheter was placed and a .035 coil was advanced through the catheter. The physician determined the coil was oversized for the vessel, therefore, the coil was withdrawn back through the catheter. The catheter was removed from the patient and replaced with a renegade stc catheter. A .018 idc coil was then advanced through the renegade stc; however, the physician determined this coil was also oversized for the vessel. Prior to withdrawal, the coil detached from the pusherwire outside the catheter and migrated to an undesirable location in the ima. The coil was successfully snared from this location. The procedure was completed with .035 pushable coils in the ima. Continuous flush was maintained throughout the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).